Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supply or simply cleared the alarms. Customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 199 mg/dl. The customer reverted to manual injections for insulin therapy.